Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No pump error 49, 23, or 68 alarms noted during testing. However, insulin pump trace download analysis confirmed the device alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance elctrical board .after disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 12 mmol/l. The insulin pump alarmed multiple errors when they trying to insert new battery. The insulin pump will be returned for analysis.